Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible shock for supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD)  remains in use. No further patient complications have been reported as a result of this event.